Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and label liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient".

Event description:
It was reported that the patient was admitted due to ureteral calculi accompanied by hydronephrosis of the right kidney. The patient underwent holmium laser lithotripsy. When the patient got up to urinate and heard a pop sound, and then the catheter protruded out of the urethral opening, and then resolved a small amount of urine with blood clots. The nurse found that the urinary balloon had ruptured. After informing the doctor, the doctor ordered a second intubation and continued observation. Caused injury to the patient's urethra, secondary intubation. A single use sterile urinary catheter balloon was injected with 30ml of normal saline, and the outside was coated with iodophor.